Event description:
The user facility reported that during a patient procedure, the or staff commanded the table to tilt. Upon the tilting motion, the patient's upper body began to slide off of the table. Only the patient's leg section was secured to the surgical table. A procedural delay was reported; the staff had to reposition the patient on the table. The procedure was completed without further incident. No injuries or procedural cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the table, and identified the velcro strips had detached and were no longer present on the upper half of the table. These velcro strips secure the table pads to the surgical table. The pads had slipped with the patient on top because they were not properly secured to the table as the adhesive under the velcro had deteriorated. The technician tested all other table functions and articulations and did not find any issue with the table's operation. After speaking with the customer, the technician determined the user facility's cleaning staff had been applying excessive cleaning/disinfectant agent to the table top. The adhesive under the velcro had deteriorated over time causing the velcro to detach. The technician replaced the velcro strips and returned the table to service. The 4085 surgical table operator manual states, "warning - personal injury hazard: patient must be secured to the table in accordance with recommended positioning practices. Unanticipated patient or table movement could result in death or serious injury." The user facility was informed of the proper cleaning methods as outlined in section 5.2 of the 4085 operator manual. The customer has been made aware of the importance of fully securing patients during procedures and ensuring all restraining strips are present and operational prior to table use.